Event description:
Baxter reported a "leakage problem" with a homechoice set. Reportedly, the "leakage problem" was noted prior to use. No patient injury or medical intervention was associated with this incident.